Manufacturer narrative:
Unresponsive buttons due to unlocked connector at lcd board. Unable to perform displacement test due to unresponsive buttons. Unit had cracked reservoir tube lip, minor scratched lcd window, and cracked case at display window corners. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's esc button was unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.